Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that while in hi-q view and while monitoring a gz telemetry transmitter, the g9 monitor did not alarm "low battery" when the battery on the transmitter was losing power. The g9 monitor did, however, give a "telemetry not connected" message. No patient harm was reported. Investigation summary: in a previous nka investigation, it was concluded that there are two probable causes for no alarm for low battery and they are related to the use of unspecified batteries. It was confirmed that there was no "low battery" alarm in the alarm history of the cns in that investigation. The alarm history is not recorded in the g9 monitor's log. When reviewing the gz log, it was found that the power of the gz transmitter was turned off without recording the "battery weak" message. The log of the gz-130pa shows the remaining battery power in the following 4 categories depending on the battery voltage, fine, save, weak, and out. The "battery weak" alarm is emitted at the "weak" category. When reviewing the log, the trace of the transition from "save" to "weak" could not be confirmed. In other words, it is supposed that the voltage suddenly dropped, and the power was turned off before transferring to the "weak" category. When using a battery which is not recommended, the power might be turned off before the "battery weak" alarm is emitted due to the sudden voltage drop. The batteries recommended in the operator's manual of the gz-130p transmitter are the only batteries that were verified to operate well with the device. The internal resistance of the battery will determine how well it operates with the gz-130p transmitter and it cannot be determined with battery specifications alone. The root cause has been identified as the use of non-specified batteries. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. Attempt #1 07/25/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/09/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 08/17/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Bedside monitor model: csm-1901a. Sn: ni.

Event description:
The biomedical engineer (bme) reported that while in hi-q view and while monitoring a gz telemetry transmitter, the g9 monitor did not alarm "low battery" when the battery on the transmitter was losing power. The g9 monitor did however, give a "telemetry not connected" message. No patient harm was reported.

Event description:
The biomedical engineer reported that the gz telemetry transmitter was being used in hi-q view and connected to a g9 bedside monitor that did not alarm "low battery." It does show "telemetry not connected" at this time, but there was no error for "low battery" in the logs. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the gz telemetry transmitter was being used in hi-q view and connected to a g9 bedside monitor that did not alarm "low battery." It does show "telemetry not connected" at this time, but there was no error for "low battery" in the logs. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Bedside monitor model: csm-1901a. Sn: ni.

Manufacturer narrative:
**UDI related data quality updates only** corrected information: d1 brand name: corrected the brand name from gz-130pa to gz-130p. D2b product code: corrected the product code from drt to mhx. D4 additional device information / model #: corrected the model # from gz-130pa to gz-130p. D4 additional device information / catalog #: corrected the catalog # from gz-130pa to gz-130p. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request.

Event description:
The biomedical engineer (bme) reported that while in hi-q view and while monitoring a gz telemetry transmitter, the g9 monitor did not alarm "low battery" when the battery on the transmitter was losing power. The g9 monitor did however, give a "telemetry not connected" message. No patient harm was reported.